Event description:
While using a byte night aligners, patient reported that they have been wearing their top aligner for over two months and their front tooth is not moving. Their teeth move back after taking aligners out. The aligner is also causing sores on the inside of their gums. Provided support with oral lesions, recommend using warm salt water. Provided hht&t tips and provided information on teeth shifting when aligners are off is normal.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.